Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-2222. It was reported the patient discomfort and pain at the ipg site beginning at the implant date. The patient stated her ipg was implanted in her buttocks and this area always felt painful and warm to the touch. She reported the site became hotter and felt like she was lying on a heating pad while she was charging. She stated she had a burning pain and discomfort each time she charged. She alleged that her device was explanted at her request approximately four months after implant which consequently resolved the issues. On 08/01/2012 st. Jude medical, neuromodulation division sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.